Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that system displayed warning message. The field service engineer replaced comm sled and configured drawer to resolved the issues. The system functioned as intende after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system was displayed a warning messageof drawers are offline. Engineering support specialist stated that there was a delay in issuing the medication and get meds from another machine. There were no adverse events or injuries reported based on this event.